Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The customer experienced body aches, chest pain, and he did not feel well. It was stated that the customer was disconnected while being admitted. Troubleshooting was performed. The time, date, bolus wizard were correct. Assisted the customer to run a manual prime and the insulin did exit. The customer called back to perform the high pressure test and passed. The customer's most recent blood glucose reading was 90mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.